Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient's pump was alarming every 15 minutes. It was reported that the alarm was a critical alarm. The patient reported that the healthcare professional (hcp) had it filled one last time and the patient weaned themselves off the drug. The patient reported that the hcp turned off the pump and there was nothing in it. The patient reported dilaudid didn¿t work for them. The patient reported that the health wasn't real well and they were not sleeping more than 3-4 hours a night. The patient reported that the pump never really helped them. The patient reported their dose had been low, but before it was very high because they developed a tolerance after several back surgeries. The patient reported when they started to develop a tolerance the dose would be lowered and slowly titrated back up. The patient reported that they had been on dilaudid for a long time, and they changed his medication and lowered the dose and the patient went through a little sick period. It started to work better once the dose went up. The patient reported they were on "tylenol 4," currently and was suffering really bad. The rep reported that the logs revealed the pump went empty on (B)(6) 2018. The plan was to fill the pump in the next couple of days. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the pump was never turned off, but instead put in minimum rate. It was reported that the patient was fired from the account they were previously going to and had not found a new physician. A volume of 5ml was programmed with a "2 hour alarm," but the pump reservoir was not actually filled. The issue was not resolved at the time of the report, and the patient's weight was unknown. No further complications were anticipated/reported.